Event description:
The person involved was a hemodialysis patient with a central venous catheter in her chest. Arrived for regularly scheduled dialysis treatment. Blood pressure was 115/80, pulse was 73. Hemodialysis treatment was initiated at 10:37am via the central venous catheter with the hemaclip connector attached. At 11:31 blood pressure was 154/71, pulse 66, blood flow rate was 400, dialysate flow rate was 800. At approximately 11:45 patient was found unresponsive with blood noted leaking from the connection of combi set venous blood line to the patient's central venous catheter limb. Dialysis treatment terminated, 3 liters of normal saline was administered and CPR was initiated, 911 activated. Patient transported to the hospital.